Event description:
Implanting physician, reported that he "had pt a 16 days out from a 3mm cardioseal pfo implant with two clots on the la side of the device. One appears to be intramural like, the other moderately pedunculated".